Event description:
Related manufacturer reference number: 2017865-2023-04609. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds on both the right ventricular (rv) lead and the atrial (ra) lead. It was later noted that the rv lead had perforated the heart. On (B)(6) 2023, the physician elected to cap and replace the rv lead and the ra lead was capped and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and inadequate capture. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.